Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the air/water cylinder, the air/water tube both have foreign objects due to insufficient or incorrect reprocessing of the scope, the flexibility adjustment ring, the grip, the right/left knob, the up/down knob, the switch box, the objective lens, the light guide lens, all have a scratch, the air/water cylinder, and the suction cylinder both has no color, the light guide lens has a crack, the connecting tube has a snag, and the universal cord has coating peeling. It is most likely that the reported issue was due to wear and tear damage and mishandling with increasing use/time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water cylinder, and the air/water tube both have foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H10: per additional information, the subject device was reprocessed according to IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.